Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va30x0j, implanted: (B)(6) 2024, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary y/bowel dysfunction. It was reported that on december 20th they no longer had a signal. Patient stated they believe the wire had detached from the nerve. Patient said they have tried numerous settings on all programs multiple times and they get no signal. Agent asked what patient meant by no signal and patient stated they can locate the internal device but they do not believe it was hooked up to the nerve. Patient mentioned they have set it as high as 10 on each program and there was no stimulation whatsoever. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient stated they had an appointment with their hcp next week.